Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests his blood glucose twice a day. He takes 20 units of humulin 70/30 insulin in the morning and 30 units at night. The reporter indicated that the alleged meter issue started four days before, at an unspecified time. At an unspecified time after the issue began, the reporter mentioned that the patient developed symptoms where, "his mouth was open and his tongue was hanging out." As a result of the alleged issue, the reporter did not give his morning dose of insulin the next day. She called 911 and had the paramedics check his blood glucose with an unidentified device. The reporter did not know what result the paramedics obtained, but she was told that it was low. The paramedics treated the patient with IV glucose. It would have been helpful to know the following information: what time the meter issue began four days prior to original date, what actions the patient took in response to the meter issue on that day, and when the patient typically tests his blood glucose during the day. In addition, it would have been helpful to know what his diabetes management regimen consists of, if the patient changed his diet as a result of the alleged issue, and what actions he took before and after developing the symptoms. The reported meter issue was not resolved with troubleshooting. The reporter removed the batteries of the device and noted that the battery contacts were corroded. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a hypoglycemic episode and received IV glucose treatment from paramedics after the alleged meter issue began. It is not clear as to what actions the patient took between the time the meter issue began and when he developed the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.